Event description:
This lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 5/3/2017 stating that rv impedance in bipolar ranges from 400 to 500 ohms but would jump up at some point to greater than 2000 ohms. Thus, physician switched to unipolar setting with great measurements and good thresholds. Another call was placed to technical services on 5/4/2017 stating that patient was initially seen at (B)(6) clinic on (B)(6) 2017 due to high impedance of greater than 2000 ohms where setting was switched from bipolar to unipolar. The physician was dr. (B)(6) at (B)(6) clinic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).